Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:a review of the pump history showed evidence of two reboots. A visual inspection of the pump revealed a cracked battery compartment. The battery cap could not fully tighten onto the pump due to the crack and a power loss was observed. A test cap was then used and was not able to fully tighten; however the pump was exercised for 24 hours with no power loss or battery related warnings. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random over the past six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.